Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer stated that they performed lamp, wavelength and full calibrations. Three levels of qc were run and all were in the expected ranges. The data files have been requested for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results when tested on the rp 500 and a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens evaluated the data provided by the customer. Review of the diagnostic events indicates no chronic systematic issue with the polychromator or other optical components used for thb and co-ox fractions measurement technology. Review of the event logs for the mcart installed at the time of the escalation indicates no thb slope or drifts errors immediately prior or after the discordant sample. This system experienced a high rate of d39 clot incidences, with a d39 clot flagged for a blood sample attempted to be analyzed just four minutes prior and immediately before the discordant sample. The clotted sample prior may have temporarily impacted the ability to properly fill the optical chamber. Aqc results were in the expected range. The cause of this event is unknown.